Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('perforation (fallopian tube(s))') in a 34-year-old female patient who had essure (batch no. 1617552-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depression. Concurrent conditions included generalized anxiety disorder, migraine with aura and epigastric pain. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping/left side to right lower abdomen"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with botulinum toxin type a (botox) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, migraine, headache, nausea, pelvic pain and abdominal pain lower outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, fallopian tube perforation, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Pathology test - on (B)(6) 2018: result: pathologic diagnosis: a: fallopian tube, right, salpingectomy - no significant histologic abnormality. B: fallopian tube, left, salpingectomy: - no significant histologic abnormality. Gross description: a. Received in formalin, labeled with the patient's name and "right fallopian tube", is a 5.7 cm long x 0.3 cm in diameter segment of purple tan to gray fimbriated fallopian tube, with a 5.0 cm long by less than 0.1 cm in diameter partially on wound metallic coils protruding from the proximal end, consistent with essure microcoil. B. At the location of the disruption there is a 2.0 cm long by 0.1 cm in diameter segment of essure microcoil protruding from the fallopian tube.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('perforation (fallopian tube(s))') in a 34-year-old female patient who had essure (batch no. 1617552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depression. Concurrent conditions included generalized anxiety disorder, migraine with aura and epigastric pain. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping/left side to right lower abdomen"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with botulinum toxin type a (botox) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, migraine, headache, nausea, pelvic pain and abdominal pain lower outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, fallopian tube perforation, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion.. Pathology test - on (B)(6) 2018: result: pathologic diagnosis: a: fallopian tube, right, salpingectomy. - no significant histologic abnormality. B: fallopian tube, left, salpingectomy: - no significant histologic abnormality. Gross description: a. Received in formalin, labeled with the patient's name and "right fallopian tube", is a 5.7 cm long x 0.3 cm in diameter segment of purple tan to gray fimbriated fallopian tube, with a 5.0 cm long by less than 0.1 cm in diameter partially on wound metallic coils protruding from the proximal end, consistent with essure microcoil. B. At the location of the disruption there is a 2.0 cm long by 0.1 cm in diameter segment of essure. Microcoil protruding from the fallopian tube.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: pfs received : lot no and reporter information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and fallopian tube perforation ("perforation (fallopian tube(s))") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depression. Concurrent conditions included generalized anxiety disorder, migraine with aura and epigastric pain. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("cramping/left side to right lower abdomen"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and pelvic pain ("pain"). The patient was treated with botulinum toxin type a (botox) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, migraine, headache, nausea, pelvic pain and abdominal pain lower outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, fallopian tube perforation, headache, migraine, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion.. Pathology test - on (B)(6) 2018: result: pathologic diagnosis: a: fallopian tube, right, salpingectomy. No significant histologic abnormality. B: fallopian tube, left, salpingectomy: no significant histologic abnormality. Gross description: a. Received in formalin, labeled with the patient's name and "right fallopian tube", is a 5.7 cm long x 0.3 cm in diameter segment of purple tan to gray fimbriated fallopian tube, with a 5.0 cm long by less than 0.1 cm in diameter partially on wound metallic coils protruding from the proximal end, consistent with essure microcoil. B. At the location of the disruption there is a 2.0 cm long by 0.1 cm in diameter segment of essure microcoil protruding from the fallopian tube.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain and migraine. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-apr-2019: pfs received with her demographic details were updated. Following events were added: headaches, nausea, device breakage, pain, perforation (fallopian tube(s)), abdominal pain and cramping. Event updated from injury to herself to migraines. Race information added. Product indication updated. Suspect drug explant date added. Event onset date were added. Treatment drug added. Event clubbed and severity added: cramping/left side to right lower abdomen. Event outcome updated: abdominal pain. Medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.